Manufacturer narrative:
(B)(4). (B)(6). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a leak from a small volume folfusor after preparing with 3250mg of 5fu and 3ml of nacl, total fill volume 97ml. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Manufacture date: december 9, 2016 ¿ december 10, 2016. One actual folusor unit was received for evaluation. A visual inspection was performed and noted fluid inside the bag that contained the unit. When the unit was removed from the bag, the cause of fluid inside the bag was visually identified to be untightened red luer cap. The red luer cap is not a baxter product. A functional leak test was performed by filling the unit with green colored water. After fill, no signs of a leak were observed at the red luer cap. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.